Event description:
It was reported the patient was recharging the ipg every day. The sjm representative had previously calculated the ipg settings, and the recharge interval appeared to be within normal limits. The physician opted the replace the ipg to resolve the issue. It was reported the patient received effective coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.